Event description:
Ambulance personnel were treating a pt and attempted to pace the pt. Reportedly, the reporter observed ECG artifact while attempting to pace the pt. The pt was not resuscitated. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.